Event description:
Reportedly, intermittent failure of threshold test with screen freezing & unable to complete test. Error message received. The issue occurred with different pacemaker and could be reproduced with a demo device at the subsidiary. In some cases the battery had to be removed to restore the functionality of the tablet.

Manufacturer narrative:
The provided data showed multiple threshold tests launched to reproduce an error, this error occurred once when the test was stopped right after the user slected "start" before the raising of any marker. The freeze can not be confirmed. The programmer analysis is pending to prepare the final conclusion.

Event description:
Reportedly, intermittent failure of threshold test with screen freezing & unable to complete test. Error message received. The issue occurred with different pacemaker and could be reproduced with a demo device at the subsidiary. In some cases the battery had to be removed to restore the functionality of the tablet.

Manufacturer narrative:
The provided data confirmed that during the follow-up of the reply sr device s/n (B)(6) on 20 september 2023 an error pop up was raised due to a manual stop of the ventricular threshold test before any marker was displayed. This pop-up was followed by 6 seconds of programmer inactivity. This non-activity may be due to the freeze of the screen or due to non-activity from the user on the programmer. The provided data highlighted also that during the follow-up, the ventricular threshold test was launched 14 times between 12:09:44 and 12:11:25. Multiple stops before the end of the test may be the root-cause of the reported issue: freeze of the screen. The tablet was sent to after sales service for final procedure before shipment back. No general malfunction is suspected on the tablet. This case is retained and utilized for trend purposes.

Event description:
Reportedly, intermittent failure of threshold test with screen freezing and unable to complete test. Error message received. The issue occurred with different pacemaker and could be reproduced with a demo device at the subsidiary. In some cases the battery had to be removed to restore the functionality of the tablet.